Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported "as doctor rotated, it stripped and is no longer useful. Broke off 2 pegs which were retrieved from patient. On (B)(4)2014 additional information was received from the distributor. The pieces sheared off during surgery, were retrieved and discarded, there was no patient injury or adverse consequence. The surgeon felt he over torqued the device.